Event description:
The customer reported oil mist. Attempted to contact the customer regarding potential physical complaints related to the oil mist, but the customer was not available. The asp field service engineer repaired the unit